Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this control panel was booting to the screen with the circle and slash image on the arctic sun device. Per investigator notification received on 21jun2023, it was reported that the l shape formed tube and double bend tube were noted to be expanded, failed initial test, error 45, prewarm flow outside acceptable limits, flow=2513. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this control panel was booting to the screen with the circle and slash image on the arctic sun device. Per investigator notification received on 21jun2023, it was reported that the l shape formed tube and double bend tube were noted to be expanded, failed initial test, error 45, prewarm flow outside acceptable limits, flow=2513. Performed 2000 preventive maintenance service on the unit.